Event description:
A customer reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off-label per the user guide. The customer changed the cartridge and resumed insulin therapy.